Event description:
It was reported, due to multiple falls the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed high impedances across both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.